Event description:
It was reported that while preparing this inflatable penile prosthesis (ipp) for implant, a foreign body that looked to be a black piece of lint/fluff or hair was observed inside the sterile packaging of the device. A different ipp was prepared and used to complete the procedure. There was no patient complications reported.